Event description:
It was reported that a pacer dependent patient was hospitalized with symptomatic pauses that were related to pacing inhibition. That the impedance on the right ventricular (rv) lead encountered high impedance which triggered a lead warning, short v-v intervals, and a possible fracture. The rv lead was explanted and replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: 419388, implantable pacing lead, (B)(6) 2005; 5076-52, implantable pacing lead, (B)(6) 2005. (B)(4).